Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital kept implant .

Manufacturer narrative:
The patient is (B)(4) in height. An event regarding loosening involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded "there is no evidence for device-related factors in the failure scenario, neither would such be plausible because, just as in the current case, stem loosening or failure to achieve bony fixation is virtually always caused by an adverse mix of procedure-related and patient-related factors. In this case, the procedure-related factor of stem undersizing is the principal problem to cause excessive micromotion at the implant-bone interface which would prevent initial bone ingrowth fixation ultimately leading to gross failure with pain after 2-years while the patient-related factor of overweight represents the secondary factor to tip the balance of overload factors towards failure. The anterior approach such as used in primary arthroplasty in this overweight patient may have played a role although there is no explicit info regarding this aspect in the medical records. This pi case is not device-related. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue.

Event description:
It was reported that patient had femoral stem revised for painful hip.

Event description:
It was reported that patient had femoral stem revised for painful hip.